Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The primary analysis finding indicated that the right ventricular (rv) lead had pace impedance that was out of range/high. It was also noted that the weekly pace lead trend data shows gradual increase for minimum and maximum ventricular pace bi-impedance equals 798 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedance and increasing threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The primary analysis finding indicated that the right ventricular (rv) lead had pace impedance that was out of range/high. It was also noted that the weekly pace lead trend data shows gradual increase for minimum and maximum ventricular pace bi-impedance equals 798 to 4047 ohms peak between 2012 (B)(4) and 2013 (B)(4). The partial lead was later returned in segments. Analysis was performed and no anomalies were found. It was also noted that the overlay tubing of the lead was extrinsically breached due to melting and that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedance and increasing threshold. It was later reported that the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.